Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis founds an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.